Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-34, serial#: (B)(4), ubd: 19-may-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded. Therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to a non-optimal position. Following the second recapture, it was reported that the patient's hemodynamic condition declined, therefore the implanting team decided to fully deploy the valve despite the deep implant position. A second transcatheter valve was implanted. No additional adverse patient effects were reported.